Event description:
It was reported that during a peripheral stenting procedure, deployment difficulties were encountered. The lesion being treated was located at a bifurcation of the internal carotid artery. No predilation was performed. The physician started to deploy the carotid wallstent and encountered resistance when only the tip of the stent had deployed. The physician then used force to deploy the remainder of the stent. The carotid wallstent was then deployed "1 cm too high into the internal carotid artery;" therefore, the stenosis was not fully covered. A second of the same stent was then successfully deployed to cover the remainder of the stenosis. No pt complications were reported, and pt status was reported as 'stable.'

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.